Event description:
Ous MDR - this lead was explanted due to a lead fracture and returned for analysis. The implant, explant and event dates were not provided. No adverse patient side effects have been reported.

Manufacturer narrative:
Ous MDR - upon receipt, the hv wiring to the rv shock coil was found ruptured and pulled away from the crimp junction. In addition, the rv shock coil was found deformed. Damage symptoms such as those require the presence of excessive mechanical stress. The quality documents accompanying this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. In particular, the lead passed all shock tests during its manufacturing, documenting its integrity at that time. The analysis did not reveal any sign of a material or manufacturing problem.